Manufacturer narrative:
Sections a2 and a3 were updated for patient 1. Additional results for patient 1: the protein c reactive result was 2.4 mg/l. The asat result was 34. The unit of measure was not provided. The alat result was 9. The unit of measure was not provided. Based on the calibration data on both analyzers and the qc recovery, a general reagent issue can be excluded as the data were within the specification. The investigation is ongoing.

Manufacturer narrative:
The customer's calibration and qc were within specification. The samples are not available for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable bilt3 results for 3 patient samples on a cobas c 503 analytical unit. (B)(6). The repeated results, obtained at the other (cnrhp) laboratory, were obtained using the diazo method on a siemens atellica analyzer the bilt3 reagent lot number was 578849 with an expiration date of april 2023.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue was consistent with a sample handling issue or the standardization between the different manufacturers. Based on the calibration data and the qc recovery, a general issue can be excluded as all data were within the specification.